Event description:
Reportedly the ring was explanted after 5 months due to failed repair due to hemolysis due to a right central jet of reguritation. No device to be returned. No additional info provided.